Event description:
As a result of temperature probes giving aberrant readings the temperature parameters set by staff are incorrect. Patients can be overheated because of this. In one case the temperture probe was falling off the patient, but the monitor did not sound.